Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be unknown; however, the peritoneal effluent culture results support the occurrence of a break in aseptic technique due to a touch contamination. The patient did not require hospitalization for the event. On the same day as onset, the patient was treated for peritonitis with ancef and ceftazidime (doses and frequencies not reported), ip (intraperitoneally) for peritonitis. Twenty two days later, treatment with ancef and ceftazidime were stopped. On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, the peritonitis was resolved, the patient was recovered and dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.